Manufacturer narrative:
(B)(4). Due to intra-operative issues, the device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during anterior cervical decompression and fusion it was noted that the screw and the cage could not lock together. They changed the screw but the issue remained. Then they changed the cage and the surgery could be completed. There was no adverse event on patient. Concomitant reported part: cervical spine locking screw (part 04.617.814, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).